Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 600 mg/dl and high levels of ketones. Cause was not known. A bolus was deliver to address bg. However, customer went to the emergency room (ER) and received intravenous fluids of saline and insulin. Recommendation was made to consult with a healthcare provider regarding diabetes management.